Event description:
It was reported that catheter removal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The 5.0mmx20mmx143cm nc quantum apex¿ balloon catheter was inserted via an unspecified guide wire however, strong resistance was encountered. When attempting to remove the balloon catheter from the patient, stronger resistance was felt and as a result, the shaft of the balloon catheter was stretched. The procedure was complete using an unspecified peripheral cutting balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter with no other devices. Device analysis determined the condition of the returned device was consistent with the complaint incident. The balloon was tightly folded. The inner shaft was buckled 1cm from the proximal balloon weld. The inner diameter (ID) of the wire lumen was measured at both ends. Functional testing was completed by advancing the a forte guidewire through the tip and guidewire exit notch; however, the guidewire could not pass through the buckled inner shaft. There was a shaft kink at the guidewire exit notch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The 5.0mmx20mmx143cm nc quantum apex¿ balloon catheter was inserted via an unspecified guide wire however, strong resistance was encountered. When attempting to remove the balloon catheter from the patient, stronger resistance was felt and as a result, the shaft of the balloon catheter was stretched. The procedure was complete using an unspecified peripheral cutting balloon. No patient complications were reported and the patient's status is good.